Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. Device eval confirmed that the #5 key was operating intermittently, caused by a gouge along the #2 and #5 keys. The remaining keys were tested and found to be operating as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump's #5 key on the keypad was not working. During baxter's eval it was discovered that the key was intermittently responsive. Ther was no pt involvement.